Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been implanted is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used during a stenting procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure, the suture got tangled with the stent barb. Consequently, the stent could not be released. The suture further tangled with the stent when the physician attempted to push and pull the guide catheter. Upon further manipulation, the stent barb was torn and the stent was deployed. The procedure was completed with the device.